Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead exhibited failure to disconnect. The lv lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the stylet gets stuck inside the lead was confirmed. Final analysis found that as received a complete lead was returned in one piece with stuck stylet inside the lead. The ptfe coating of the stylet was found bunched up/clogged distal to the connector pin. The cause of the reported event was due to stylet ptfe coating being clogged/bunched up prevent removal of the stylet. All other damages were sustained during the procedure. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.